Event description:
Customer complaint - limited data available. The customer experienced inaccurate readings with the monitor system. They had been using the device for a couple of weeks and continued to receive concerning results.

Event description:
Customer complaint - limited data available I am writing to report that this monitor system is very inaccurate. I have been using it for a few weeks with concerning results. I am constantly in the "pre-diabetic" range for testing in the mornings without eating. I also have results that will show 155-175 without having eaten in several hours. I am not diabetic. I am using the tester to track certain foods that I eat to simply see how they affect my system. I even have tested 60 seconds apart with results 20-40 points different. I purchased a level 2 test kit and the results fell outside the limits on the test strip bottle by 13 points high. That is significant. Disappointing product. I will not recommend this product and will not purchase it again. After reading online about this monitor I have read numerous accounts of false results causing people to believe they may have a glucose/insulin tolerance problem.